Manufacturer narrative:
This report is submitted on july 18, 2022.

Event description:
Per the clinic the patient experienced pain with device use. The device was explanted on (B)(6) 2022, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 8, 2022.